Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that over the weekend they got ¿wanded¿ at the airport. They felt an extra vibration, the stimulation turned off, and the patient saw a power on reset (por) code on their recharger and patient programmer. The patient notified their rep and saw them on (B)(6) 2017. The por was successfully cleared. The rep noted that they did not see the por screen when they interrogated the ins. The therapy was adequate. The rep noted that all programming was present but the patient use data was not available and charging statistics were listed as 11/2000 on the physician programmer. The rep also stated that the physician programmer showed that the ins needs to be charged sooner. The rep stated that it had been a while since the patient was seen. The rep was able to check the device, see all programming, and stated that the device was functioning as expected at this point. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jun-28. The rep stated that the patient¿s weight was stable and unchanged but the data was unavailable. The rep saw no evident of a power on reset (por) other than what the patient described. Everything shut down after the airport incident. Everything else discussed on the call was uneventful. The patient was fine on the day of the report with no issues. No further complications were reported/are anticipated.